Event description:
It was reported that the patient with this implantable pacemaker exhibited syncope and attended the emergency department. The patient also exhibited fainting and loss of consciousness. The patient is pacemaker dependent. Upon device interrogation, it was observed that the device recorded ventricular oversensing, resulting in brady pacing not delivered when required. The device was reprogrammed and returned the sensing to fixed, the sensitivity was also adjusted. Technical services (ts) reviewed the device data and confirmed there is ventricular oversensing, as well as far-field r-wave oversensing. The patient was hospitalized and discharged the following day. The device remains in service. No additional adverse patient effects were reported.